Manufacturer narrative:
(B)(4) (B)(6). (B)(4).

Event description:
Name of procedure: operative laparoscopy with vaginal vault suspension and culdoplasty, transobturator suburethral sling. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-op and post-op diagnosis: vaginal vault prolapse with cystocele, anatomic stress urinary incontinence. On (B)(6) 2008- vaginal prolapse. On (B)(6) 2009- cystocele. On (B)(6) 2010- cystocele.

Manufacturer narrative:
(B)(4).

Event description:
Post mesh placement: on (B)(6) 2010 ¿ diverticulitis - cystocele and menopausal syndrome. On (B)(6) 2011 ¿ diverticulitis - menopausal syndrome. On (B)(6) 2012 - postmenopausal atrophic vaginitis, menopausal syndrome.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, approximately 11 years after the initial surgery, the patient underwent an anterior repair with mesh (uphold lite), a retropubic suburethral sling (lynx), and a cystoscopy due to a cystocele, urethral hypermobility, stress urinary incontinence, and intrinsic sphincter deficiency. Postoperatively, the patient did some urinary retention and had to perform self-caths,but this did resolve.